Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports that there were bubbles during suction on the arterial way of the catheter. After checking, the operator noticed a crack of approximately 2-3 mm. The catheter was removed on (B)(6) 2012. It had been applied on (B)(6) 2012.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.